Event description:
The pt experienced a lack of effect and a loss of stimulation sensation. No accident or incident occurred. The pt visited her healthcare professional. Impedance readings for all electrode pairs were > 4000 ohms. An x-ray was not performed due to the pt's large body habitus. A possible revision may occur at a later date after the pt heals from another surgery. The healthcare professional attributed the event to the lead.

Manufacturer narrative:
(B) (4).